Manufacturer narrative:
Implants regio 14 and 24 fractured. Construction was removable denture placed on the implants. Patient suffered from periimplantitis, following bone loss and implant instability. Material analysis concluded: mechanical overloading on the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.